Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-2329, serial/lot #: (B)(6), ubd: 08-sep-2027, UDI#: (B)(4) h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon the first deployment attempt, the valve was recaptured as a "block" occurred at a depth of 4 millimeters (mm) on the non-coronary cusp (ncc). Upon the second deployment attempt, the block resolved at a position of 1 mm on the ncc and 3 mm on the left coronary cusp (lcc). Due to a narrow left ventricular outflow tract (lvot), push tension was applied to the catheter during full release, resulting in movement to 0 mm on the ncc. During post-operative assessment, it was observed that the patient's blood pressure dropped rapidly, and did not improve with vasopressor administration. Angiography via pigtail catheter suggested an occlusion of the left anterior descending coronary artery. Cardiac massage was started in preparation for percutaneous coronary intervention (pci) and percutaneous cardiopulmonary support (pcps). Following cardiac massage, the patient's blood pressure recovered. Contrast flow in the left anterior descending coronary artery was determined to be adequate, however the right coronary artery appeared to lack flow, so coronary angiogram was initiated, however good flow was observed. On the following day, the patient developed aphasia, and a cerebral infarction was suspected.